Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Unopened samples of product code pdp371, lot mjm207 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jm207.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture detached from the needle during use. There were no reported adverse consequences for the patient.